Event description:
It was reported by remote transmission the implantable cardiac monitor (icm) has over and under sensing present in the stored diagnostics. The icm remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).